Manufacturer narrative:
H9: the concomitant product was also subject to a recall. 74123144 femoral head 44mm: FDA recall - z-2745-2015. H10: internal reference number: (B)(4). H3, h6: it was reported that after a right bhr, the patient had hip pain, leg weakness and numbness. Diagnosed with trochanteric bursitis. Patient treated with multiple injections. As of today, the devices, all of which were used in treatment, remain implanted and therefore cannot be tested. Without a definitive batch number, a complete review of the historical complaints data cannot be performed for the alleged devices. A review of historical complaints data was performed using the part numbers and the reported failure modes to evaluate patterns of repeated failures or defects. No other similar complaints have been identified for the cup and head. This will continue to be monitored via routine trending, however it should be noted that this device is no longer sold. As no device batch numbers were provided for investigation, manufacturing record review could not be performed. If more information is received, this investigation will be reopened. The review of the most recent IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. No further actions are required at this time. A review of historic escalation actions related to the products and similar complaint events was performed. Following the review, prior applicable escalation actions were identified and confirmed to reduce associated risks as far as possible. No further escalation actions are required. The available medical documents were reviewed. The noted pain, weakness, numbness and tingling is consistent with the diagnosis of trochanteric bursitis and left psoas tendinitis. It cannot be concluded the trochanteric bursitis and left psoas tendinitis was associated with a mal performance of the implant. The patient impact was the hip injections. Based on the information provided, further investigation of the reported complaint cannot be carried out and remains inconclusive. A definitive root cause cannot be determined. Based on the limited information provided we are unable to speculate on specific factors known to contribute to the alleged fault. Should the devices or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated.

Event description:
It was reported that after a right bhr surgery on (B)(6) 2012, the patient had hip pain, leg weakness and numbness. Diagnosed with trochanteric bursitis. Patient treated with multiple injections.